Manufacturer narrative:
Title: the association of helicobacter pylori, eradication, and early complications of laparoscopic sleeve gastrectomy source: obesity surgery (2022) 32:1617¿1623. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study analyzed outcomes of patients with morbid obesity, who underwent laparoscopic sleeve gastrectomy between january 2012 and december 2020. Patients were divided into two groups, helicobacter pylori positive and helicobacter pylori negative. A linear stapler or a competitor stapler was used to create the gastric sleeve. There were 1985 patients in the study and complications included: staple line leak in twenty six patients, bleeding in fifty six patients, obstructions in three patients, fluid collection in forty one patients and hematoma in thirty six patients. Reoperations in sixty patients and- thirty day readmissions for ninety patients were reported. Other complications not related to the device included: respiratory complications and venous thromboembolism.